Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. When using the catgut, both 1usp and 0usp and tying off - the catgut breaks when being used. When looking closer - in certain parts along the catgut it is frayed and therefore results in a weak spot.

Manufacturer narrative:
Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one open and used cassette. We have tested the knot pull tensile strength of the thread of the cassette received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.02 kgf in average and 3.81 kgf in minimum (ep requirements: 2.75 kgf in average and 1.25 kgf in minimum). On the other hand, thread surface appearance of the cassette received is correct and the usual one. However, fraying test has been conducted with the cassette received and the results are not correct. Fraying has been found in the thread after conducting test. Taking into account that no other customer complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit affecting only this article code batch and claim is justified, but whole batch is correct. Final conclusion: taking into account that the results of sample received do not fulfil the specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.